Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine, fentanyl, ketamine, and dilaudid via an implantable pump for spinal pain. The drug concentration and dose rates of all four pump medications were unknown. It was reported that the patient was brought back in 2015 after their pump was replaced, as she developed an infection. The infection was around pump site. The pump was explanted in 2015. The infection was taken care of by intravenous medication, and following that she was taking oral medication. It was further noted that the patient had another pump placed in 2017 and was now looking for a new healthcare provider (hcp) to take on the care of her pump. Physician listings were provided as requested. No further patient complications have been reported as a result of this event.